Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received several no delivery alarms and then the insulin pump turned off. His blood glucose level was not reported. The insulin pump had a blank display. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not fully connected into the interface board. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.